Event description:
Rv lead integrity alert triggered for 2 of the 3 criteria met: 3 high rate ns, 60 short v.v intervals noted on stored egmae?s. 1 vf zone episode and 3 high rate ns episodes show potential external noise. Patient stated to the rn that he received a shock from a power cord and device started beeping. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).